Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8092792. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle that a red substance was noticed in the barrel of the syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle that a red substance was noticed in the barrel of the syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 8092792. Customer states that they found a red like substance within the barrel. The returned syringe was examined and exhibited a reddish material inside the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood mixed with silicone, which most likely would not have been acquired during the manufacturing process. A review of the device history record was completed for batch# 8092792. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200752031, 200752032, 200751988, 200752964, 200752027] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure, however, this most likely would not have been acquired during the manufacturing process. The blood would most likely not have been acquired during the manufacturing process. This material may have been acquired from the end user.